Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient regarding their implantable neurostimulator (ins) ) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the entire system of the patient had been already taken out due to infection a week after it was implanted. No complications reported. No further symptoms reported.